Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45mm diameter abdominal aortic aneurysm. It was reported that when the patient returned for follow up on an unknown date the stent graft was infolded in the narrow intermediate region. It was reported the diameter of the aorta from the renal artery was 29mm--> 27mm --> 32mm and a 36 mm proximal diameter device was selected for the patient to secure a longer landing length. Per the physician, the cause of the event was due to the stent graft being oversized. No additional clinical sequelae were reported, and the patient will be monitored.